Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with dislodged flap and flap striae in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision in left eye worse than right eye. Patient reported symptoms are not interfering with daily activities. A flap lift and smooth with epithelial debridement was performed. Bcva from (B)(6) 2017: right eye pre-op 20/25 -4.00 x -.50 x 20 , left eye pre-op 20/20 -4.25 x -.75 x 23.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.